Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, the foot was deployed prior to observing blood flow from the marker lumen and as a result the suture came out with the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the foot was deployed prior to observing blood flow from the marker lumen and as a result the suture came out with the plunger. It should be noted that the proglide instructions for use (IFU), step 3 states: do not deploy the foot in the artery unless brisk pulsatile flow of the blood (mark), is evident from the marker lumen. In this case, it is unknown of the reported deployment of the foot prior to verification of pulsatile blood flow contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.